Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The service engineer was not able to duplicate the error codes. The unit passed all performed tests and calibrations.

Event description:
It was reported that the vent started to alarm and could not be reset. There is no reported patient involvement associated with this event.